Event description:
A pt reported experiencing inaccurate low results with an ot ultra meter. The pt's blood glucose results were 6.0mmol versus 8.3mmol meter to lab. Tests were done within 10 mins with a difference of 28%. Pt did not experience any adverse events. No further info has been reported.